Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, during startup of the da vinci si system the site noticed the system error code 23013 occurred. With the assistance of an isi technical support engineer (tse) the site performed an emergency power off of the system; however, system error code 23013 reoccurred. The tse asked the site if they would like to disable one of the patient side manipulators (psm) arms and continue with the procedure using only two psms, the surgeon declined. The patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for the following day. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error codes experienced by the site was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 23013 appears when the da vinci safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.